Event description:
The complainant reported a 57 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, the patient's impella inserted extremity was cold to the touch without pulses. The pump was removed and the decision was made to escalate care to an impella 5.5.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.